Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, male patient underwent bi-lateral knee replacement on or about (B)(6) 2019. The surgeon used trulliant tibial inserts for both knee replacements. These products were manufactured by exactech inc. And have since been recalled by exactech. Following the initial operations, patient has suffered injuries and damages due to the defective products, including but not limited to, additional surgical interventions.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h3, h6 and h9 have been updated accordingly. Section d10: concomitant medical products: truliant ps cem fem ps cem right sz 3 (cat# 02-020-11-0330 / serial# (B)(6)). Truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). (H3) as reported by the legal brief, male patient underwent bi-lateral knee replacement on or about (B)(6), 2019. The surgeon used trulliant tibial inserts for both knee replacements. These products were manufactured by exactech inc. And have since been recalled by exactech. Following the initial operations, patient has suffered injuries and damages due to the defective products, including but not limited to, additional surgical interventions on his right knee. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; reason not reported. These devices are used for treatment not diagnosis.